Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's right ventricular (rv) lead exhibited high, out-of-range defibrillation impedance. A chest x-ray was performed and revealed that the rv lead was kinked and fractured. The rv lead was capped and replaced on (B)(6) 2026. The patient was stable throughout.